Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a damaged cable, attributable to user handling. As stated in the instructions for use, as a preventive measure: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. " ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ¿ "never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found no image due to a faulty cable unit. The focus ring has hairline cracks. The rear cover label is fading. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device during preparation for use. The image does not appear. There was no image. There was no patient involvement. No additional information was provided.